Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation"), salpingitis ("serious infection requiring hospitalization/ infection from perforation of right fallopian tube by essure"), abdominal pain lower ("severe abdominal cramping /lower abdominal pain") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In november 2011, the patient experienced malaise ("not feeling well") and syncope ("fainted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / cramping"), uterine pain ("uterine pain"), dyspareunia ("painful intercourse"), anxiety ("anxiety") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with antibiotics, ibuprofen, ibuprofen (motrin), vicodin, megestrol, fentanyl, ondansetron, metronidazole, doxycycline, metoclopramide, surgery (underwent a right salpingo-oophorectomy on (B)(6) 2011), surgery (endometrial ablation performed on (B)(6) 2008), surgery (underwent a total hysterectomy and left salpingo-oophorectomy on (B)(6) 2016. Essure was removed. At the time of the report, the fallopian tube perforation, menorrhagia, salpingitis, dysmenorrhoea, uterine pain, dyspareunia, anxiety, malaise, syncope and vaginal haemorrhage outcome was unknown and the abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, malaise, menorrhagia, pelvic pain, salpingitis, syncope, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: in nov-2011, she was at work and was not feeling well. Later during her shift, she fainted, only to awake and find out she had been taken by ambulance to the emergency room (ER). On (B)(6) 2011, she underwent a right salpingo-oophorectomy, during which her right fallopian tube and right ovary were both removed. Consumer stated that essure insert had punctured a hole in the right fallopian tube during initial placement. On (B)(6) 2016, she underwent a total hysterectomy and left salpingo-oophorectomy, during which her cervix, uterus, left fallopian tube, and left ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. It was reported that she had infection was so severe she required receipt of intravenous antibiotics. Diagnostic results: hsg on (B)(6) 2008: preliminary film demonstrates findings consistent with prior essure procedure with the radiopaque tubes in both fallopian tubes. There is no tilling of either fallopian tube. Uterine cavity appears unremarkable. Impression: successful essure procedure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new event added: vaginal bleeding. The previous event infection requiring hospitalization was updated: infection from perforation of right fallopian tube by essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube/ perforation (fallopian tube(s))"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnorma/ menstruation/ abnormal bleeding (menorrhagia)"), salpingitis ("serious infection requiring hospitalization/ infection from perforation of right fallopian tube by essure/ infection from perforation of right fallopian tube by essure insert during initial insertion "), abdominal pain lower ("severe abdominal cramping /lower abdominal pain/ abdominal pain") and pelvic pain ("severe pelvic pain/ pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones, gallbladder operation, hysteroscopy, bipolar disorder, cyst and irritable bowel syndrome. She has no prior history of abnormal bleeding.she has no additional symptoms. Previously administered products included for an unreported indication: rocephin. Concurrent conditions included uterine bleeding, delayed period since (B)(6) 2007, menses irregular, pap smear abnormal, metaplasia, cervicitis, menorrhagia, low back pain, abdominal cramps, endometrial biopsy, pelvic discomfort, right lower quadrant pain, nausea, vomiting, diarrhea, tenderness, pyosalpinx, follicular cyst of ovary, bleed in luteal cyst, renal stone removal and thermal ablation. Concomitant products included opioids for pain relief as well as cefalexin (keflex) from (B)(6) 2011 to 2012, estrogens conjugated (premarin) since (B)(6) 2007, tramadol hydrochloride (ultram) since (B)(6) 2008 and zolpidem from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On the same day, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / cramping/ dysmenocrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems: anxiety"). In (B)(6) 2011, the patient experienced malaise ("not feeling well") and syncope ("fainted"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), mood swings ("mood swing") and hormone level abnormal ("hormone changes"). The patient was treated with antibiotics, ibuprofen, ibuprofen (motrin), vicodin, megestrol, fentanyl, ondansetron, metronidazole, doxycycline, metoclopramide, metronidazole (flagyl), surgery (underwent a right salpingo-oophorectomy on (B)(6) 2011), surgery (endometrial ablation performed on (B)(6) 2008), surgery (intravenous antibiotics/ salpingo-oophorectomy), surgery (underwent a total hysterectomy and left salpingo-oophorectomy) and surgery (underwent a total hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, salpingitis, dysmenorrhoea, uterine pain, dyspareunia, anxiety, malaise, syncope and vaginal haemorrhage outcome was unknown and the abdominal pain lower, pelvic pain, mood swings and hormone level abnormal had resolved. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, hormone level abnormal, malaise, menorrhagia, mood swings, pelvic pain, salpingitis, syncope, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2011, she was at work and was not feeling well. Later during her shift, she fainted, only to awake and find out she had been taken by ambulance to the emergency room (ER). On (B)(6) 2011, she underwent a right salpingo-oophorectomy, during which her right fallopian tube and right ovary were both removed. Consumer stated that essure insert had punctured a hole in the right fallopian tube during initial placement. On (B)(6) 2016, she underwent a total hysterectomy and left salpingo-oophorectomy, during which her cervix, uterus, left fallopian tube, and left ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. It was reported that she had infection was so severe she required receipt of intravenous antibiotics. Diagnostic results: hsg on (B)(6) 2008: preliminary film demonstrates findings consistent with prior essure procedure with the radiopaque tubes in both fallopian tubes. There was no tilling of either fallopian tube. Uterine cavity appears unremarkable. Impression: successful essure procedure. On unspecified date ,vaginal ultrasound performed CT abdomen pelvis exam: transvaginal ultrasound; limited pelvic ultrasound comparison: CT abdomen pelvis findings: transvaginal images demonstrate an anteverted uterus measuring 8.7 x 4.2 x 5.2 cm. The endometrial stripe does not appear to be thickened though there does appear to be a trace amount of fluid in the endocervical canal and a coarse appearing calcification. The cervix shows small nabothian cysts. Right ovary measures 3.9 x 3.0 x 3.9 cm. Overall volume was 24 point 4 ml. Parenchymal echogenicity was within normal limits and small anechoic follicles are noted. There is a moderate amount of slightly complex appearing fluid adjacent to the right ovary. Additionally, there was a dilated elongated tubular structure extending from the region of the right ovary toward the uterus. Fairly confident that this reflects a dilated fallopian tube. On standing imaging, adjacent to the uterine fundus in the expected proximal aspect of the tube there was a linear 3 cm structure which likely reflects a coil related to the essure procedure. This was best demonstrated on the a3 cine loop labeled right ovary trans. This appearance could also be seen with an intrauterine device but the patient denies history of intrauterine device placement. Arterial waveforms are present in the right ovary. Left ovary measures 3.6 x 2.0 x 3.3 cm. Overall volume is 12.4 ml. Parenchymal echogenicity is within normal limits and small anechoic follicles are noted. Arterial waveforms are present in the left ovary. Limited pelvic images demonstrate no additional findings. Spiral CT scan through the abdomen and pelvis with 100 ml isovue 300 . Concerning the injuries reported in this case, the following one menorrhagia confirmed in patient¿s medical records . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received - new event "mood swing, hormone changes" were added. Concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube"), abdominal pain lower ("severe abdominal cramping /lower abdominal pain"), pelvic pain ("severe pelvic") and infection ("serious infection requiring hospitalization") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced malaise ("not feeling well") and syncope ("fainted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was treated with antibiotics, surgery (underwent a right salpingo-oophorectomy), surgery (nderwent a total hysterectomy and left salpingo-oophorectomy) and surgery (underwent a total hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, pelvic pain, infection, dysmenorrhoea, uterine pain, menorrhagia, dyspareunia, anxiety, malaise and syncope outcome was unknown. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, malaise, menorrhagia, pelvic pain, syncope and uterine pain to be related to essure. The reporter commented: in (B)(6) 2011, she was at work and was not feeling well. Later during her shift, she fainted, only to awake and find out she had been taken by ambulance to the emergency room (ER). On (B)(6) 2011, she underwent a right salpingo-oophorectomy, during which her right fallopian tube and right ovary were both removed. On (B)(6) 2016, she underwent a total hysterectomy and left salpingo-oophorectomy, during which her cervix, uterus, left fallopian tube, and left ovary were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. It was reported that she had infection was so severe she required receipt of intravenous antibiotics. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.